Event description:
Visual inspection noted several layers of tape and zip ties covering much of the driveline. The silastic layer was removed approximately 3-4" from exit site. The bionate layer was then removed. The shielding was heavily oxidized but intact. The shielding was removed and copper tape was applied for future grounding. Splicing of the green, brown, and orange wires was performed. The patient was switched over to the new driveline and backup controller without issue. The remaining yellow, black, and red wires were spliced. The area was closed up per procedure, and the customer was provided with care instructions.

Manufacturer narrative:
D9- percutaneous lead returned only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of the driveline (dl) confirmed superficial jacket damage; however, a specific cause for this damage could not be conclusively determined. A specific cause for the patient¿s driveline infection could not be determined through this evaluation. A direct correlation between heartmate (hm)ii left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted images showed a tear in the driveline where the bionate layer was exposed but appeared intact. Layers of tape were observed covering a majority of the driveline as well as zip ties on several areas. Additionally, the driveline exit site appeared red and irritated. A distal-end driveline (dl) replacement was performed on (B)(6) 2025 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Layers of tape were observed covering the outer jacket approximately 0.0¿ ¿ 16.0" from the controller connector. Additionally, eight zip ties were observed under some layers of the tape approximately 2.0" - 4.0" from the controller connector as well as an additional 7 zip ties approximately 7.0", 8.0", 8.5", 9.0", 9.5", 10.0" and 10.5" from the controller connector. Underneath the zip ties red padding was observed covering the outer jacket approximately 2.5" - 4.0" and approximately 6.5" - 11" from the controller connector. Upon removal of the layers of tape, zip ties and padding, the outer jacket was missing approximately 2.5¿ - 3.0", 8.0" - 10.0", and 11.5" - 14.0" from the controller connector. Additional tears in outer jacket were observed approximately 3.0", 8.0", and 14.5" from the controller connector. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. Incidental findings: current leakage was observed on the red wire approximately 17¿ from the controller connector. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook, are currently available. Section 1 ¿introduction¿ lists driveline infection as an adverse events that may be associated with the use of heartmate ii lvas. Section 6 of the IFU ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook cautions the user not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset date of the infection was unknown as the patient skipped regular hospital visits. The patient was on medical treatment for methicillin-susceptible staphylococcus aureus (mssa) 3 times a week and was instructed to have daily changes in driveline exit site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the redness and irritation was due to a chronic driveline exit site infection of staphylococcus. The patient was on antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a driveline repair was to be scheduled for a heartmate ii patient. The pump was working without any problems. The ventricular assist device (vad) coordinator informed about the driveline condition that was to the limits. Log files and images were sent for review. A full-length driveline repair was scheduled for (B)(6) 2025 for extensive cosmetic damage.